Event description:
Attorney alleges that on (B)(6) 2016, the patient was implanted with the bard/davol ventralex st in the course of an umbilical hernia repair surgery. It is alleged that further to implantation with the product, the patient suffered with the development of chronic pain, inflammation, swelling, bowel obstruction, gastrointestinal malfunction, infection and hernia recurrence, necessitating further reparative surgery which occurred on (B)(6) 2019 and (B)(6) 2020. It is alleged that subsequent to the latter surgeries, the patient has continued to suffer from chronic pain, inflammation, swelling, bowel obstruction, gastrointestinal malfunction, and hernia recurrence. It is alleged that the patient has suffered injuries, losses and damages resulting from numerous defects in the product that create an unreasonably high risk of injury with severe permanent adverse health consequences. Attorney alleges that the patient experienced severe pain and suffering, including chronic pain. It is also alleged that the patient was treated with a course of hospitalization, diagnostic imaging, revision surgery, serum testing, antibiotics, analgesics and rest. Attorney alleges that the patient will require further invasive repair surgery, physiotherapy, rehabilitation and will continue to require other medical care. It is also alleged that the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, infection, hernia recurrence, bowel obstruction, pain and subsequent surgical intervention. The instructions-for-use(IFU) supplied with the device lists hernia recurrence, infection and inflammation as possible complications. In regard to the infection, the warnings section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis." Should additional information be provided, a supplemental emdr will be submitted. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.